Manufacturer narrative:
The insulin pump alarmed due to a faulty capacitor on the interface board.

Event description:
The customer stated that she was hospitalized for hypoglycemia because she did not notice that insulin was leaking from the infusion set. At the time of the report, the insulin pump alarmed. Nothing further was reported.